Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose ranging from 500 to 600 mg/dl. The cause of the high bg was unknown. Additional information was not provided and customer declined further troubleshooting with tandem technical support.